Event description:
Caller reports she recently got diagnosed with type 1 diabetes and her physician recommended the dexcom g6. She loved the product and did not have any issues until recently when she noticed the sensor was causing severe itching, redness, skin discoloration, red bumps and burning sensation. This happened before and she used hydrocortisone for 7 days. Reporter advised she notified manufacturer and they are sending her 2 replacements, they also recommended she uses some over the counter barrier product before placing the sensor on her skin. Reporter believes that product should be provided to users for free as the device is expensive and not fully covered under medical insurance. She believes the adhesive formula has been changed and the manufacturer needs to go back to the previous formula or use the medical tape adhesive they are recommending. Reporter advised she is not able to keep the sensor on for the recommended number of days due to the excessive itching and bruising. She states "this issue seems to be common with other dexcom users" and she wants the FDA to be aware.